Event description:
The device was explanted due to infection at the surgical site. The user has been explanted. Re-implantation is planned.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection at the surgical incision. Review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. The explanted device has not been received for investigation yet.

Event description:
The device was explanted due to infection at the surgical site. The user has been explanted. Re-implantation is planned.